Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned non-emergency treatment procedure was completed after moving the patient to another room. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse examined the generator and main power distribution (mpd) unit and found that the mpd unit was not providing a power-on signal to the generator. The fse tested the mpd unit, however the test failed. The fse solved the issue by replacing the mpd unit. The returned part was analyzed but no failures were found. After part replacement and functional checks, the system was returned to use in good working order. The codes were updated based on the investigation outcome.